Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: the review of the black box data showed a single ¿no cartridge detected¿ alarm on the date of the alleged issue occurrence. During the actual investigation, the load step malfunction was not duplicated. A force sensor calibration test was performed and passed, indicating that sensor was detecting the correct force. Unrelated to the original complaint, moisture was observed in the battery compartment and through the display. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened up and moisture was found throughout the pump casing including on the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.